Event description:
This ra lead was implanted on (B)(6) 2003 and was explanted on (B)(6) 2016 due to lead damage (insulation, lead body and conductor fracture) verified through x-ray. The physician was (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)